Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although the batch number of the actual device involved in the reported event is unknown, the user facility did provide batch 18l18ge56r as a potential batch. This batch was manufactured on 18.oct.2018, and it's expiration date is 12.oct.2023. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 1 pump hooked up at 1:21pm on (B)(6) 2020, was supposed to run for 46 hours, but was completely empty by 9:00pm on (B)(6) 2020.